Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: primary operative notes were rec'd which were unremarkable. Revision operative notes were provided which noted that the pt has pain with active hip flexion, and walking on level surfaces does not bother her. The revision notes also state that there was no evidence of significant inflammation in the joint as well as no evidence of acetabular loosening or impingement. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. With the info provided, a definitive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.